Event description:
It was reported that the patient¿s personal therapy manager (ptm) was not displaying the correct refill date. There were no other therapy or ptm related issues. The patient was not experiencing symptoms and was able to give themselves boluses. Date showing was (B)(6) 2012 whereas refill date from printout was (B)(6) 2012. The patient last refill was (B)(6) 2012. The patient went in for a refill (B)(6) 2012. The ptm was updated and the correct refill date was displayed. The device system was used to deliver lioresal.

Manufacturer narrative:
Product ID: 8835, serial# unknown, product type: programmer. Patient product ID: 8709sc, lot# n189178032, implanted: (B)(6) 2009, product type: catheter. Product ID: 8835, serial# unknown, product type: programmer. (B)(4).